Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs showed that alarm 389- no o2 dosing possible, alarm 237-cpu temperature high and alarm 241 - temperature of blower high were visible. Test results showed that there was a leak of 71.09 l/min. Replacement sent and unit is working fine.

Event description:
The customer reported no o2 dosing possible issue on the bellavista 1000. The customer did not report patient involvement that was associated with the event.